Event description:
It was reported in (B)(6), the patient¿s doctor had treated them for a mild infection around their wires.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v460688, implanted: 2011 (B)(6); product type lead product ID 7426 serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40 lot# v319140, implanted: 2011 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v460688, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v319140, implanted: 2011 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).